Manufacturer narrative:
The device was repaired and returned to the customer.

Event description:
It was reported that blade mount on the handpiece was chipped. This was discovered while the device was being repaired at the MFR. There was no pt involvement or adverse consequences related to this event.